Manufacturer narrative:
(B)(4) follow up. One photo showing three potentially 10 ml luer-lok syringes was received for evaluation. The image displays a partial view of three fully assembled and loose syringes. All three syringes appear to have a normal quantity of silicone on the stopper, consistent with product specifications. Please note that the ¿liquid/foreign substance¿ observed in the syringe is silicone. Silicone is an inert, non-toxic, medical-grade substance used as a lubricant in disposable hypodermic products. It is an integral component of the syringe, enabling proper functionality in various clinical applications. It does not pose a safety or efficacy concern, nor does it impact product performance. Silicone has been used in this application for over 25 years, with an estimated distribution exceeding 30 billion units. No known reports of adverse clinical effects have been associated with these products or the unintentional delivery of silicone fluid lubricant. Please refer to the attached silicone quantity guideline for further reference. The lot number is unknown; therefore, a device history record (DHR) or quality notification (qn) review could not be performed.

Event description:
No additional information was provided.

Manufacturer narrative:
H11: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. In this MDR, bd franklin lakes, nj has been listed in sections d3 and g1 as the manufacturing site is unknown.

Event description:
It is reported foreign matter. Event description: they noticed that on some they are finding some liquid/a foreign substance inside the barrel. I have pasted a photo provided to us below.